Event description:
Related manufacturer reference numbers: 2017865-2022-22782. It was reported that the patient had passed away due to sudden cardiac arrest. It was alleged that the implantable cardioverter defibrillator exhibited loss of defibrillating therapy. It was unknown whether the right ventricular lead had contributed to the loss of defibrillating therapy.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.